Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported that after pressing any button, the display can be viewed for a short moment, then several black lines. Caller stated afterwards the display becomes dark. No adverse event reported. Requested return of the alleged pump for evaluation.